Manufacturer narrative:
(B)(4). Leaflet not coapting typically would result in regurgitation. Regurgitation of bioprosthetic valves may be, depending on the severity, indication for re-operation and replacement of the valve, which increases the risk for post-operative mortality. In this case, the device was not returned to edwards for analysis. Therefore, the root cause for the prolapse of this device remains indeterminable. However, it is likely that patient factors and progression of disease may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a 6625lp 31mm valve was explanted after an implant duration of nine years, two months due to severe prosthetic mitral valve regurgitation. Per obtained medical records, the patient presented with severe prosthetic mitral valve regurgitation. Intraoperatively the valve was explanted and there was an abnormal leaflet which appeared to be flail. A non-edwards valve was implanted and the patient was transported in stable condition to the ccu with an excellent cardiac output. The patient was discharged in good condition on post-operative day 14.

Manufacturer narrative:
The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event.